Manufacturer narrative:
E1: patient city: (B)(6). Patient country: israel.

Event description:
Reference number (B)(4). Event occurred in israel. It was reported that the patient went to an emergency room (ER) and eventually got hospitalized due to hyperglycemia event on 24-aug-2025. Blood glucose level was 340 mg/dl at the time of the event and patient got treated with insulin via intravenous (IV) drip. The duration of hospitalization was less than 24 hours. Patient experienced the symptoms of feeling sick/unwell/headache/tired/altered vision/vision changes at the time of the event. No further information available.

Manufacturer narrative:
Unomedical hereby submits this supplemental report as part of its complaint remediation activities conducted under a corrective and preventive action (CAPA)/FDA action plan. This submission includes a retrospective reassessment of previously evaluated complaints. Unomedical is providing this supplemental information in accordance with the reporting requirements set forth in 21 cfr part 803. Any fields left blank indicate that the information is unknown, unavailable, or remains unchanged. Medical device report (MDR) retraction: the initial MDR with manufacturing report number (3003442380-2025-14054), was submitted on 23-sep-2025. However, based on the reassessment on 06-feb-2026, it was determined that the serious injury was not related to the infusion set, and there is no allegation against unomedical products (infusion set). The event was due to a pump issue. Now, this case has been determined to be non-reportable. Hence, this MDR is being submitted to retract the initial MDR. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.

Event description:
To date no additional patient or event details have been received.